Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the device would not run on battery power. A new battery was used and was unsuccessful. The device was not changed out. No other details regarding the nature of the event were provided.